Event description:
It was reported that during the implant of this lead after extending the helix the parameters were not ideal during testing. The pacing thresholds were high and sensing was not ideal. It was noted that the helix of the lead was not extended completely. The lead was then withdrawn from the patient and was attempted to be extended outside the body but the helix tip still could not completely extend. Due to the patients congenital heart disease, aortic repair was done and in order to ensure a smooth procedure and reduce risk a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.